Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021 from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090967. Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7075315 / 7075845.

Event description:
It was reported that the patients lead had migrated. The patient underwent lead revision procedure wherein the leads where adjusted. The patient was doing well postoperatively.